Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿ / ¿check te pad¿ messages) was confirmed due to an open white (drvn_gnd) wire in the trunk cable. Upon investigation the electrode belt did not pass falloff testing. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "check te pad" messages.